Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater test failed. Found thermistors not activating. Fuse f1 was observed thermal damaged on the ac distribution board. Replaced ac distribution board and thermistors functioned properly. Removed ac distribution board assembly at the end of investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. The device history record did not reveal issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermistors not activating on the distribution board.

Event description:
A peritoneal dialysis (pd) patient reported there was an alarm of fluid temperature out of range in setup phase. The patient stated the alarm occurred multiple times. The technical support representative advised the patient's cycler would be replaced. The patient was not connected and the issue did not occur during treatment. There was no harm or adverse event reported. Additional information was requested but nothing was received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermistors not activating on the distribution board was identified.